Event description:
It was reported the patient presented for initial procedure. During implant, it was discovered the helix of the atrial lead would not completely unscrew. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood/tissue. X-ray inspection found the inner coil inside the connector region was overtorqued with two filars of the inner coil broken/separated consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event was isolated to blood/tissue in the helix region and overtorqued of the inner coil.